Event description:
During craniotomy and clipping of aneurysm and while using midas drill, surgeon noted black debris coming out of the attachment from the electric drill. Irrigated with antibiotics. Culture negative. There was no harm to the patient.